Event description:
A sales representative in (B)(4) contacted customer service after receiving an email about a customer who was having contour link meter issues. On (B)(6), the customer received a high glucose reading and a control test result of 2.45 g/l (245 mg/dl). On (B)(6), a control test result of 3.52 g/l (352 mg/dl) was received. A normal control range was not able to be provided, but should be around 1.06-1.47 g/l (106-147 mg/dl). No adverse events were alleged. The sales representative was to get the customer's products and return them to the united states for further evaluation.

Manufacturer narrative:
In some countries outside the united states, customer information is not provided to privacy laws. Since the serial number of the customer's meter could not be obtained, it was not possible to determine the manufacture date.